Event description:
(B)(4). It was reported that on (B)(6) 2025, arteriotomy closure was performed in the right common femoral artery with a pre-close technique using four perclose prostyle devices following a successful transcatheter aortic valve implantation procedure. The initial 8f sheath was upsized to a 14f sheath and the tavi procedure was completed. After the tavi delivery system was removed, two prostyles were deployed, but hemostasis was not achieved. Two additional prostyles were deployed but bleeding persisted. Surgical cutdown was performed by the physician who found that the patient had a pseudoaneurysm; therefore, the four prostyles worked as intended but would not have been able to close the patient's pseudoaneurysm. A bovine patch was placed on the arterial access site. Reportedly six days post procedure, on (B)(6) 2025, the patient had right groin redness, swelling and malodorous discharge. Computed tomography scan on admission found two fluid collections in the right groin. One fluid collection likely represents a postoperative seroma and the other with more intermediate density may represent a postop hematoma. There was no pseudoaneurysm, no active extravasation or arteriovenous fistula. The patient was started on cefepime and vancomycin in the emergency department. A non-abbott surgical sealant was placed on the bovine patch on the anastomosis site. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of infection, hematoma, vascular injury and pseudoaneurysm are listed in the electronic perclose the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.